Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (moisture ingress) issue. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11-jan-2018. Device evaluation: the device has been returned and evaluated by product analysis on 19-dec-2017 with the following findings: during investigation, the pump powered up with the returned battery cap to auditory and vibratory alarms to a blank display. The battery cap fully tightened to the pump, and measured within specifications. No cracks were found in the battery compartment or moisture. A leak was found in the display lens. The pump case was removed to find evidence of moisture contamination throughout the inside of the pump. The blank display was due to moisture contamination. The black box and pump history were unable to be downloaded due to the internal moisture.